Event description:
The pt was seen in the outpatient device clinic and the ICD was at early elective replacement indicator as indicated by prolonged charge times of >25 seconds. Pt was admitted. ICD device replacement without complication. The malfunctioning device was explanted and sent to the MFR for evaluation. The pt was discharged and is scheduled to come to the outpatient device clinic.